Event description:
The customer returned the device stating, ¿depleted battery error event after replacing the battery and charging it to 98%¿; during device evaluation the device event log/alarm history review showed a travel reverse error. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿depleted battery error even after replacing the battery and charging it to 98%" was confirmed. The probable cause was faulty interconnect board. The interconnect board was replaced. The device event log/alarm history shows a travel reverse error. Replaced the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the travel reverse error. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.